Manufacturer narrative:
Section d10; concomitants: serial #: unassigned, category #: 200-00-00 - knee item-misc, serial #: (B)(4), category #: 203-90-03 - 11-3978 stablecut gts osc system 6105x19x1.27, serial #: (B)(4), category #: 02-012-41-2010 - logic tibia traptray cem sz 2f/1t, serial #: (B)(4), category #: 02-010-01-0320 - logic femoral ps cem right sz 2, serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw, serial #: (B)(4), category #: 204-32-01 - fluted stem extension 11l x 12 mm, serial #: (B)(4), category #: 201-78-81 - 3" trocar, mod. Hex 2pk, serial #: (B)(4), category #: 201-78-81 - 3" trocar, mod. Hex 2pk, serial #: (B)(4), category #: 201-78-15 - holding pin mini sharp point 4 pk, serial #: (B)(4), category #: 203-96-41 - (11-3974) stryker sys 6 90x13x1.27, serial #: (B)(4), category #: 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
In approximately 2012, the patient underwent a right total knee replacement and was implanted with an optetrak device. In approximately 2023, about 11 years post initial surgery, the patient underwent right knee revision surgery.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.